Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the screen of the insulin pump was blurry and they were unable to read it due to damage on the insulin pump. Customer's blood glucose reading at the time of the incident is unknown. Customer was advised to discontinue use of the device and the insulin pump is being returned for analysis.

Manufacturer narrative:
The pump had a stripped battery cap coin slot, minor scratches on the lcd window, a cracked case at the display window corners, broken battery tube threads and a cracked reservoir tube lip.